Event description:
The customer reported that the system was down due to defective fuses. There is no report of pt injury or death.

Manufacturer narrative:
The customer evaluated the system and determined that fuses were blown. No ge service was performed. No conclusion can be drawn as repair info is not available.